Event description:
Information received by medtronic indicated that the insulin pump had water damaged and was damaged on the battery area. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version unknown. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and motor. Successfully downloaded history files and traces using thump. Pump error 63 alarm was found in the main error log using the adapt tool. Pump error 63 alarm due to hardware error (line number 2318 file number 49; line number 2006 file number 707) as per global logic analysis. Problem isolated to the electronic assembly as per global logic analysis (3926732). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 63 alarming three consecutive times. Pump error 63 alarm due to possible hardware issue with the lcd screen. Cosmetic damage was confirmed at the battery compartment. Exposed to moisture confirmed on pcba 1, pcba 2 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.